Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to receiving an "error code 9" on the display of their freestyle libre reader. As a result, customer experienced a loss of consciousness, "extreme sweat", and was unable to self-treat; no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer reported being unable to test due to receiving an "error code 9" on the display of their freestyle libre reader. As a result, customer experienced a loss of consciousness, "extreme sweat", and was unable to self-treat; no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Built-in test was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.